Event description:
It was reported to kendall/tyco healthcare on 1/17/2006 that a customer had a problem with the yankauer suction catheter. The customer alleged "that the blue tip came off inside a pt's mouth and migrated into their windpipe. The mds were able to remove the tip without the pt being harmed or injured."